Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robotic assisted laparoscopic procedure on (B)(6) 2024, and ¿airseal in s4, turned off mid-case and won't turn back on. No serious stress on the continuation of the case¿. A good faith effort was made to obtain further information; however, no response has been received. There was no report of impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
An evaluation of the returned device found that the power entry module failed, and the fuse burnt. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be short circuit. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. (B)(4). Per the instructions for use, the user is advised to press the on/off switch. The device now initializes and then runs the initial self-test. The start screen and a progress bar are depicted on the display during the initial self-test. If the initial self-test was unsuccessful, an error message and information about how to possibly remedy the problem are displayed. An acoustic warning signal is emitted. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robotic assisted laparoscopic procedure on (B)(6) 2024, and "airseal in s4, turned off mid-case and won't turn back on. No serious stress on the continuation of the case". A good faith effort was made to obtain further information; however, no response has been received. There was no report of impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.